Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was not delivering. They stated that the pump would appear to be running but would not deliver and did not alarm. Mmd did follow up with the initial reporter, who did not report the patient experiencing any adverse effects due to the complaint. No other information was provided. [(B)(4)].